Event description:
It was reported that the cup and the insert were implanted with allograft on (B)(6) 2014 after bipolar cup migration. Stem was not replaced. After the revision surgery ((B)(6) 2014), cup and insert were disassembled. Also, screw breakage was noticed. The tip of the screw is remained in the patient. Revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
An event regarding dislocation involving a trident shell and a trident liner and an event regarding crack/fracture involving an other hip screw was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that the cup and the insert were implanted with allograft on (B)(6) 2014 after bipolar cup migration. Stem was not replaced. After the revision surgery ((B)(6) 2014), cup and insert were disassembled. Also, screw breakage was noticed. The tip of the screw is remained in the patient. Revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.